Manufacturer narrative:
(B)(4). Date sent: 2/11/2016. Batch # (B)(4). The device was received with the upper jaw detached returned and the I blade upper tip broken lifted. In addition, the cable was cut off. The cable cut off is not related with complaint. Due to the returned condition of the device, no functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 02/01/2016. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information received: piece being returned with the device.

Event description:
It was reported that during a laparoscopic liver cyst procedure the top jaw of the device fell off while a scrub tech was cleaning it outside of the patient. Procedure was completed with another device of the same product code. There were no patient consequences reported.